Event description:
In two separate pts cases, used for an open heart surgery case. Product was not adequately labelled as non-sterile. Second incident occurred over a week after first since no add'l controls were put in place after first incident occurred. After second incident occurred, new policy for non-sterile samples was initiated.